Event description:
Procedure: gastric bypass. According to the reporter: the surgeon had difficulties with firing the sulu from 45mm to 60mm. It was not possible to squeeze the handle for a fourth time resulting in tissue damage. The surgeon had to cut out the staple line which was not correct formed.

Manufacturer narrative:
(B)(4).